Manufacturer narrative:
H1:(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited a high intensity indentation malfunction. The issue was found during maintenance. There were no reports of patient involvement.